Event description:
A malfunction was reported on the pump by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The caller was informed to continue using the pump and advised to contact technical support again if the malfunction reappeared.